Manufacturer narrative:
One sample was received for evaluation. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip on the jaws fractured. The broken pieces were not returned. The reported condition of the device component disengaging was confirmed. The insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping/cracking of the insulation. Engineering ruled out manufacturing and supplier as the possible causes of the fracture . The device was plugged into a generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mandibular dissection, when about 4 hours have passed during the procedure, it was noticed that the device was broken off. Fragment was found and collected. Replaced with new similar device and it worked fine which completed the procedure. Surgical time was not extended. There was no patient injury.